Manufacturer narrative:
For final conclusions, please refer to bhcx1210_investigation_rmd_final.

Event description:
User reported that patient had been on support for about 30 minutes, when the tie-banded tubing became disconnected from the outlet of the cp22v-vt. Line pressures on the p-out were reading <250mmhg at the time. Both the perfusionist and the ECMO specialist confirmed the tubing was on past the second barb and the tie band was in the proper location and secure. Patient was supported medically and quickly put on another system.

Manufacturer narrative:
Additional information related to the event are included in the preliminary investigation report attached (refer to bhcx1210_investigation_rmd_preliminary). Final conclusions will follow in a further follow-up communication.

Event description:
User reported that patient had been on support for about 30 minutes, when the tie-banded tubing became disconnected from the outlet of the cp22v-vt. Line pressures on the p-out were reading <250mmhg at the time. Both the perfusionist and the ECMO specialist confirmed the tubing was on past the second barb and the tie band was in the proper location and secure. Patient was supported medically and quickly put on another system.

Event description:
User reported that patient had been on support for about 30 minutes, when the tie-banded tubing became disconnected from the outlet of the cp22v-vt. Line pressures on the p-out were reading <250mmhg at the time. Both the perfusionist and the ECMO specialist confirmed the tubing was on past the second barb and the tie band was in the proper location and secure. Patient was supported medically and quickly put on another system.

Manufacturer narrative:
Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.